Manufacturer narrative:
The reported complaint of tubing disconnecting could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred on an unknown date regarding a 110" 15 drop primary set w/2 clave®, removable 3 gang 4-way stopcocks, rotating luer, 2 ext where the reporter stated that "the tubing became disconnected after primary tubing was connected to patients IV." There was patient involvement, no patient injuries or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Investigation summary the reported complaint of tubing disconnecting could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.